Manufacturer narrative:
The device was returned for evaluation. It was identified that the handpiece had a faulty transducer. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident. The complaint was verified as valid.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c2602 cusa excel 36khz straight handpiece had no vibration. The event occurred on an unspecified date. There was no patient contact, injury and surgery delay. Additional information has been requested.